Event description:
The customer alleged to have observed rusting on the instruments. The instruments included hand-held mirrors and buley gauges. The customer stated that this has been taking place for past three to four months. The customer claimed to have followed the instructions for use (IFU) for cidex opa. There were no pts or injuries involved from the event.